Event description:
The patient had a loss of therapy and was placed on oral medication; she was having searing pain. Upon surgical exploration the catheter was discovered to be fractured. The proximal catheter section was replaced. It was stated that the patient was very active though there was no specific event that was known to have caused the catheter fracture. Following revision the dose was started at a lower amount than what had been previously programmed. It was not known if the replaced portion of the catheter would be returned to the manufacturer for analysis, depending on hospital policy. The pump contained hydromorphone 40mg/ml, clonidine 75mcg/ml, and bupivacaine 10mg/ml. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information received reported that the event was due to a fractured catheter at the proximal pump segment. The revision was done on (B)(6) 2012 and the patient did require hospitalization. The patient described catheter fracture event as "a nightmare". The patient outcome was reported as "no injury" it was initially reported that the revision procedure took place on (B)(6) 2012, which was also the date listed on the manufacturer device registry. The healthcare provider listed the revision date as (B)(6) 2012, therefore it was unclear what the exact date was. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), removed partial: 2012 (B)(6) or 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ catheter. (B)(4).